Event description:
Event description cpi received information that this large patch lead (0041) was removed from service because testing showed high lead impedance, and a x-ray showed the patch lead (0041) had fractured. The entire lead system was electively capped, and a new endotak down-size plus (0095) lead was implanted.